Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular (rv) lead had high capture thresholds. A chest x-ray (cxr) determined the rv lead was dislodged. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.